Manufacturer narrative:
(B)(4). G2, united kingdom. H3, customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the inner packaging of an implant was severely damaged, which has compromised the sterility of the implant. The surgeon prepared for the definitive implants and once all the bone cuts were made, the implants were brought into the operating theatre and checked by the surgeon and scrub team. Once it was confirmed to be the correct implants the theatre team proceeded to open the implants, however it was discovered that the packaging of the tibial component was damaged. There is no additional information available.